Manufacturer narrative:
Only the replaced components were returned to the manufacturer for investigation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the active exhalation control module was found to be physically damaged. The active exhalation control module was replaced to addressed the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. The solenoid valve was found to be broken and detached from the active exhalation control module. The root cause for the broken solenoid valve was determined to be excessive force being applied to the component.